Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was placed successfully. While completing the final arm angle (efaa) testing the clip continuously opened approximately 5 degrees. The clip was implanted successfully. A second triclip xtw was attempted to be placed, however during grasping the clip was unable to grasp and capture the leaflets adequately as the septal leaflet would detach from the clip. Troubleshooting and multiple grasping attempts were made unsuccessfully. During this process the lateral leaflet was damaged and the tr increased back to the original grade 4. There were no clinically significant delays reported.